Manufacturer narrative:
Date of event: exact date unknown, event occurred four years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(4). Batch: 20867846.

Event description:
It was reported that the patient felt uncomfortable with the spinal cord stimulator (scs). It was also reported the patients lead had migrated. The patient underwent a scs system explant procedure, and the explanted devices will not be returned as they were kept by the medical facility.